Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reporter number: 2017865-2021-13030. It was reported that atrial and ventricular noise reversion with intermittent pacing inhibition was observed. The leads were being monitored. The patient was stable.